Event description:
Needle on a disposable insulin syringe broke off and stuck in stomach. "Has an infection."

Manufacturer narrative:
Device failed due to insufficient adhesive being applied between the needle and the hub. A factory corrective action has been completed. No other lots or part #s have been affected by this failure. The failure rate is very small compared to the # of devices shipped with lot # a07001. The consumer has been given replacement devices.